Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain"), device dislocation ("migration of essure device"), facial paralysis ("bells palsy") and systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus") in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. In (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced blister ("rashes or skin conditions type: blisters") and eczema ("eczema"). In (B)(6) 2008, the patient experienced abdominal pain ("abdominal cramping / abdomen pain"), back pain ("lower back pain"), fatigue ("fatigue"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), pain in extremity ("arm pain/ leg pain/ feet pain"), neck pain ("neck pain") and musculoskeletal pain ("shoulder pain"). In (B)(6) 2008, the patient experienced depression ("depression (severe)") and anxiety ("anxiety"). In november 2013, the patient experienced facial paralysis (seriousness criterion medically significant) and myofascial pain syndrome ("myofascial pain"). In (B)(6) 2016, the patient experienced nausea ("nausea"). In september 2016, the patient experienced migraine ("migraine headaches") and headache ("headaches"). In (B)(6) 2017, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2018, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criterion medically significant). The patient was treated with antibiotics, sumatriptan (imitrex), gabapentin, pregabalin (lyrica), hydroxychloroquine phosphate (plaquenil), doxycycline hyclate (doxycline) and surgery (salpingectomy (bilateral removal of fallopian tubes)on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, systemic lupus erythematosus, depression, anxiety, fibromyalgia, headache, pain in extremity, neck pain, musculoskeletal pain and nausea outcome was unknown, the abdominal pain, facial paralysis, blister, eczema, tooth disorder and myofascial pain syndrome had resolved and the fatigue and migraine was resolving. The reporter considered abdominal pain, anxiety, back pain, blister, depression, device dislocation, eczema, facial paralysis, fatigue, fibromyalgia, headache, migraine, musculoskeletal pain, myofascial pain syndrome, nausea, neck pain, pain in extremity, pelvic pain, systemic lupus erythematosus and tooth disorder to be related to essure (ess205). The reporter commented: do you claim that essure worsened a previously existing injury/condition? No diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- new event depression (severe), anxiety, fibromyalgia, lupus, blisters, headaches, dental problems, bells palsy, myofascial pain, arm pain, neck pain, shoulder pain, nausea, eczema, migration of essure device were added. New reporter, patient information, treatment medication and concomitant condition were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / pain'), device dislocation ('migration of essure device'), systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') and bell's palsy ('bells palsy') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. In (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced blister ("rashes or skin conditions type: blisters") and eczema ("eczema"). In (B)(6) 2008, the patient experienced abdominal pain ("abdominal cramping / abdomen pain"), back pain ("lower back pain"), fatigue ("fatigue"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), pain in extremity ("arm pain/ leg pain/ feet pain"), neck pain ("neck pain") and arthralgia ("shoulder pain"). In (B)(6) 2008, the patient experienced depression ("depression (severe)") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced bell's palsy (seriousness criterion medically significant) and myofascial pain syndrome ("myofascial pain"). In (B)(6) 2016, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced migraine ("migraine headaches") and headache ("headaches"). In june 2017, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2018, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with antibiotics, doxycycline hyclate (doxycline), gabapentin, hydroxychloroquine, pregabalin (lyrica), sumatriptan (imitrex) and surgery (salpingectomy (bilateral removal of fallopian tubes)on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, systemic lupus erythematosus, back pain, depression, anxiety, fibromyalgia, headache, pain in extremity, neck pain, arthralgia and nausea outcome was unknown, the bell's palsy, abdominal pain, blister, eczema, tooth disorder and myofascial pain syndrome had resolved and the fatigue and migraine was resolving. The reporter considered abdominal pain, anxiety, arthralgia, back pain, bell's palsy, blister, depression, device dislocation, eczema, fatigue, fibromyalgia, headache, migraine, myofascial pain syndrome, nausea, neck pain, pain in extremity, pelvic pain, systemic lupus erythematosus and tooth disorder to be related to essure (ess205). The reporter commented: do you claim that essure worsened a previously existing injury/condition? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Pathology test - on (B)(6) 2017: gross description received in formalin filled container labeled with the patient's name, 1.0 .# and designated "bilateral fallopian tubes, essure device" , it consists of two red-brown fimbriated fallopian tube segments measuring 5.0 x 0.4 cm and 6.3 x 0.4 cm. The larger tube is inked green. Both are sectioned to reveal an unremarkable pinpoint lumen with a 0.1 cm wall thickness. Attached to the larger tube and identified within the container are two silver-colored foiled pieces of devices measuring 5.0 x 0.8 x 0.2 cm in aggregate.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 29-nov-2021: mr received. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / pain'), device dislocation ('migration of essure device'), systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') and bell's palsy ('bells palsy') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. In (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced blister ("rashes or skin conditions type: blisters") and eczema ("eczema"). In (B)(6) 2008, the patient experienced abdominal pain ("abdominal cramping / abdomen pain"), back pain ("lower back pain"), fatigue ("fatigue"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), pain in extremity ("arm pain/ leg pain/ feet pain"), neck pain ("neck pain") and arthralgia ("shoulder pain"). In (B)(6) 2008, the patient experienced depression ("depression (severe)") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced bell's palsy (seriousness criterion medically significant) and myofascial pain syndrome ("myofascial pain"). In (B)(6) 2016, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced migraine ("migraine headaches") and headache ("headaches"). In (B)(6) 2017, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2018, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with antibiotics, doxycycline (doxycline), gabapentin, hydroxychloroquine, pregabalin (lyrica), sumatriptan succinate (imitrex df) and surgery (salpingectomy (bilateral removal of fallopian tubes)on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, systemic lupus erythematosus, back pain, depression, anxiety, fibromyalgia, headache, pain in extremity, neck pain, arthralgia and nausea outcome was unknown, the bell's palsy, abdominal pain, blister, eczema, tooth disorder and myofascial pain syndrome had resolved and the fatigue and migraine was resolving. The reporter considered abdominal pain, anxiety, arthralgia, back pain, bell's palsy, blister, depression, device dislocation, eczema, fatigue, fibromyalgia, headache, migraine, myofascial pain syndrome, nausea, neck pain, pain in extremity, pelvic pain, systemic lupus erythematosus and tooth disorder to be related to essure (ess205). The reporter commented: do you claim that essure worsened a previously existing injury/condition? : no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Pathology test - on (B)(6) 2017: gross description. Received in formalin filled container labeled with the patient's name, 1.0 .# and designated "bilateral fallopian tubes, essure device" , it consists of two red-brown fimbriated fallopian tube segments measuring 5.0 x 0.4 cm and 6.3 x 0.4 cm. The larger tube is inked green. Both are sectioned to reveal an unremarkable pinpoint lumen with a 0.1 cm wall thickness. Attached to the larger tube and identified within the container are two silver-colored foiled pieces of devices measuring 5.0 x 0.8 x 0.2 cm in aggregate.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-dec-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal cramping"), back pain ("lower back pain"), fatigue ("fatigue") and migraine ("migraine headaches"). The patient was treated with surgery (removal of essure device on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, fatigue and migraine outcome was unknown. The reporter considered abdominal pain, back pain, fatigue, migraine and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.